Event description:
It was reported by the customer the device was used during an unknown procedure. It was reported bleeding continued from an anastomosis site with the original device. On the second firing it still did not cut across. The rep was notified to follow up. There was no consequence to the pt. 4/9/1998 the rep reported the device was used during a laparoscopic appendectomy. After firing across the pedicle on the 3rd firing oozing occurred from the staple line. A tr35b reload was being used. The oozing was stopped with cautery. The device also did not completely cut on this firing.

Manufacturer narrative:
A1,2,3,4; b6,7; d10: info not provided during initial contact. Follow up letter sent to facility requesting additional info. D5,6; h4,6: info anticipated, but unavailable at this time.